Event description:
Scanner: siemens 3.0t magnetom vida (xa50) exam: MRI cns simulation with and without contrast patient: height: 5'10", weight: 306 lbs. Coils: posterior spine array (s/n#(B)(6)), ultraflex small (x2) in ports 1 and 2 [s/n#: (B)(6)] additional positioning/immobilization devices: orfit board, short mask, 20mm block x2, 9*wedge x3, #4 headrest. Event description from technologist: patient complained of burning sensation after t2 flair was scanned. Technologist brought patient out to evaluate the site of pain. 1/2-inch blister was present in the area patient complained of pain, scan was aborted. Patient had no previous injury to that area. Di nurse evaluated patient and called dicer team. Dicer team evaluated and called ordering physician to notify that patient was stable and ok to go home. Di nurse cleaned wound area before sending patient home. Blister located on posterior upper right shoulder, where there was an airgap of about 6 inches from the blister location and any coil, setup device or bore wall. Acquisition sequences acquired: laser offset scan; localizer; t2 flair acquisition note: t2 flair is the largest sar sequence used in study, but it was operated within normal operating mode limits (<2 w/kg). Sar (specific absorption rate) and b1+rms as well as acquisition times were in line with prior patients. Due to patient size, however, same sar and timing does deliver more energy to the patient than per usual. Siemens will review the logs, but there were no obvious errors and the equipment temperature measurements in the log (i.e., coils) were not even approaching body temperature. Sar calculated by dqa compares favorably with f4 sar when same weight and height used. There is no immediate technical parameter worry. Sar appear to be consistent. Siemens field engineer was consulted. Work performed: completed all psi (patient safety indicator) paperwork including scanner safety related tests. All passed. Scanner is ready for clinical use service call status: complete equipment status: up.